Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The device failed an internal and external visual inspection due to an unrelated issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the functional testing due to an unrelated issue. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 12:57:04. During night drain cycle one, the patient's ultrafiltration reading was 211ml, indicating the home patient (hp) drained 211ml more than their maximum programmed fill volume of 300ml. No further information was available.